Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. A potential root cause for this failure mode was unable to determine. There was no definitive root cause determined for the increase in lubricity. It was determined however, that there were several confounding causes that could contribute to lubricity. The fishbone diagram attached identifies those contributing factors to lubricity and rules out categories from being a root cause of the failure mode. The device was not returned for evaluation. The device history record could not be reviewed because the investigation was confirmed and bm-CAPA-19-003/bm-rap-18-10-004 intermittent silicone lack of lubricity/difficult to insert/reaction has been opened for the lot. The labeling review was not performed due to the record was confirmed as per bm-CAPA-19-003/bm-rap-18-10-004.h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the magic 3 go male intermittent catheter would not have enough lubricity on the catheter, as a result the catheter caused the pain and bleeding to the patient. Also stated the patient did not go to the doctor for this issue. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic3 go male intermittent catheter would not have enough lubricity on the catheter, as a result the catheter caused the pain and bleeding to the patient. Also stated the patient did not go to the doctor for this issue. No medical intervention was reported.